Manufacturer narrative:
A sample device has not been returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that two weeks after an intraocular lens (iol) was implanted, it was exchanged for another lens of similar model but different cylinder power. Additional information was requested.